Event description:
It was further reported that the patient did not have a CT but an ap/lat xray. X-ray results indicated that the leads did not move. The patient was reprogrammed and no further actions were needed.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient's gastrointestinal (gi) tract "shut down" after the manufacturer's representative reprogrammed implantable neurostimulator (ins) on monday (B)(6) 2012. The doctor recommended a computed tomography (CT) scan to investigate. The patient's outcome was unknown.